Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing. It was reported that the device would not power on using battery power. There was no pt use associated with the reported event.